Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), fallopian tube perforation ("migration/perforation"), pregnancy with contraceptive device ("post-implant pregnancy,"), foetal death ("fetal death") and genital haemorrhage ("bleeding") in a (B)(6) female patient who had essure (batch no. Right: a56796, left: b94876) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia and multiple cesarean sections. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), foetal death (seriousness criterion medically significant), infection ("infection"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), dizziness ("dizzy spells"), fatigue ("fatigue"), menstruation irregular ("irregular menstrual cycle"), ovarian cyst ("ovarian cysts"), discharge ("discharge"), vitamin d deficiency ("vitamin d deficiency") and weight fluctuation ("weight issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, foetal death, infection, genital haemorrhage, headache, alopecia, dizziness, fatigue, menstruation irregular, ovarian cyst, discharge, vitamin d deficiency and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as fetal death. The reporter considered alopecia, discharge, dizziness, fallopian tube perforation, fatigue, foetal death, genital haemorrhage, headache, infection, menstruation irregular, ovarian cyst, pregnancy with contraceptive device, uterine perforation, vitamin d deficiency and weight fluctuation to be related to essure. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("migration/perforation"), fallopian tube perforation ("migration/perforation"), pregnancy with contraceptive device ("post-implant pregnancy,"), foetal death ("fetal death") and genital haemorrhage ("bleeding") in a 35-year-old female patient who had essure (batch no. A56796, b94876) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included menorrhagia and multiple cesarean sections. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), foetal death (seriousness criterion medically significant), infection ("infection"), genital haemorrhage (seriousness criterion medically significant), headache ("headaches"), alopecia ("hair loss"), dizziness ("dizzy spells"), fatigue ("fatigue"), menstruation irregular ("irregular menstrual cycle"), ovarian cyst ("ovarian cysts"), secretion discharge ("discharge"), vitamin d deficiency ("vitamin d deficiency") and weight fluctuation ("weight issues") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy and bilateral salpingectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, fallopian tube perforation, pregnancy with contraceptive device, foetal death, infection, genital haemorrhage, headache, alopecia, dizziness, fatigue, menstruation irregular, ovarian cyst, secretion discharge, vitamin d deficiency and weight fluctuation outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as fetal death. The reporter considered alopecia, dizziness, fallopian tube perforation, fatigue, foetal death, genital haemorrhage, headache, infection, menstruation irregular, ovarian cyst, pregnancy with contraceptive device, secretion discharge, uterine perforation, vitamin d deficiency and weight fluctuation to be related to essure. Lot number: a56796 manufacture date: 2012-09 expiration date:2015-09. Lot number: b94876 manufacture date: 2013-11 expiration date:2016-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-mar-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.